Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for decapping with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes the plastic cap would come off, but the stopper stayed in the tube. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: during use, the customer found 1ea. Tube hemogard cap was separated with plastic part and rubber part, cap came off stopper stayed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes the plastic cap would come off, but the stopper stayed in the tube. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: during use, the customer found 1ea tube hemogard cap was separated with plastic part and rubber part, cap came off stopper stayed.